Event description:
It was reported that the patient had this artificial urinary sphincter (aus) removed due to incontinence as the implant did not work due to fluid loss. No visible holes were found and the exact cause of fluid loss was not identified. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to incontinence as the implant did not work due to fluid loss. No visible holes were found. The exact cause of fluid loss was not identified. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No patient complications were reported and the new aus function was normal.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue, fluid loss and incontinence could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: the conclusion code of cause not established has been chosen.